Event description:
Customer reports to have received a no delivery alarm while priming. Customer's blood glucose was 107 mg/dl. During troubleshooting, insulin was able to exit and customer was able to clear alarm after second set change; customer's infusion set was occluded. After troubleshooting, customer was advised that infusion set would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).